Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump was exposed to moisture and the display screen went blank immediately after. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to severe corrosion on all electronic assemblies. Unable to verify vibration anomaly due to blank display. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling keypad overlay at top right corner of overlay, cracked case on battery tube area, peeling end cap address label, corrosion in battery tube and severe corrosion on force sensor assembly.